Event description:
Customer reported that a pyxis medstation es system drawers malfunctioned causing a delay to patient care. The length of the delay was not disclosed. The nature of the procedure was not disclosed. Patient harm was reported but not confirmed.

Manufacturer narrative:
Customer reported that a pyxis medstation es system drawers malfunctioned causing a delay to patient care. The length of the delay was not disclosed. The nature of the procedure was not disclosed. Patient harm was reported but not confirmed. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction was determined to be normal drawer use. Medcart and usb cable were replaced to resolve the malfunction.